Event description:
It was reported that the right ventricular lead was oversensing; short interval counts (sic) were noted on interrogation, but the oversensing was unable to be reproduced during provocative testing. The patient was having non-related medical issues, but refused to go to the emergency room (ER). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086, MRI implantable pacing lead, (B)(6) 2013. (B)(4).